Manufacturer narrative:
The complaint instrument was not returned for analysis. Therefore, no technical investigation on the subject could be performed. Only seven fragments of the guiding catheter which was used in the intervention were returned for technical investigation. All fragments were inspected, and it could be verified that the dislodged stent or fragments was not found inside of the fragments. In addition, the angiographic material provided was reviewed. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. A dislodged stent can be seen at the proximal to medial lcx, but the actual complaint event is not visible. Review of the production documentation verified that the instruments were manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
An orsiro drug-eluting stent system was chosen for the treatment. The orsiro stent dislodged from the balloon during the attempt to cross a angulation. Eventually the stent was retrieved from the patients body.